Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported that on november 16, 2023, the system could not be used for a trauma patient because the patient¿s bone was very hard and required drilling even if the screws were self-piercing. The plate was cut into four parts and two screws were tried to be placed, but one of them was misguided. The system had no drill bits. The head screw was left in the impeller, and the doctor had to file it in order to fix the bone with another of the institution¿s systems. This report involves one ti matrixneuro screw self-drilling 5mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary the product was not returned to depuy synthes, however a photo was provided for review. The photo investigation have determined that there is no evidence that can confirm the device issue reported in matneu scr ø1.5 self-drill l5 tan 1u I/c. Photo provided shows a complete screw with no visual problem detected. There is also observed a small metal fragment that is unrecognized. Hence there is not enough evidence provided that can confirm the reported condition. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the matneu scr ø1.5 self-drill l5 tan 1u I/c would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history manufacturing location: monument manufacturing date: 25-sep-2021 part number: 04.503.105.01c, ti matrixneuro screw self- drilling 5mm lot number: 386p907 (non-sterile) lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00 lot number: 68p5848 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated 29-jun-2020 was reviewed and determined to be conforming. Lot summary report dated 31-aug-2020 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, d10 (concomitant). Corrected: e4, g1 (manufacturing site name), h4, h8. H3, h4, h6: photo investigation: the product was not returned to depuy synthes, however a photo was provided for review. The photo investigation have determined that there is no evidence that can confirm the device issue reported in matneu scr ø1.5 self-drill l5 tan 1u I/c. Photo provided shows a complete screw with no visual problem detected. There is also observed a small metal fragment that is unrecognized. Hence there is not enough evidence provided that can confirm the reported condition. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the matneu scr ø1.5 self-drill l5 tan 1u I/c would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Physical device investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned sample found broken condition was not observed. Therefore, the reported allegation can not be confirmed with available evidence. Furthermore, the head screw was damaged and deformed. This observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces, most likely caused during manipulation of the implant. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the matneu scr ø1.5 self-drill l5 tan 1u I/c would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 04.503.105.01c. Lot no:5800p64. Release to warehouse date: 28 apr, 2023. Manufacturing site: (B)(4), supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. DHR review retrieved from (B)(4) as the impacted products share the same lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.